Manufacturer narrative:
Not available on the date of filing. Other relevant devices are: software 9735585 stealthstation cranial, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an alleged inaccuracy after registering multiple times. The patient was positioned on their side. The surgeon used a computed tomography (CT) with fiducials and an magnetic resonance imaging (MRI) for the surgery, making the CT the reference for the merge and registration. The two exams merged without issue despite there being metal interference seen on the MRI. The site used touch-n-go registration with the fiducials and got a passing registration but were inaccurate in navigate (2cm medial). The manufacturer representative (rep) present then had the site try tracer registration with the same inaccuracy. Then they used the MRI as the registration reference and tried tracer again but continued to be inaccurate. The rep unmerged the exams and used the CT in pointmerge, manually storing the fiducials in the software. After this registration they merged the MRI and after beginning the resection the surgeon alleged a 2-3cm inaccuracy. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. The software logs and archives were returned, but analysis was not completed at the time of filing. H6) fdm 10, fdr 213, fdc 67 apply to the system checkout. Fdm 4118, fdr 3233, fdc 11 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon used common knowledge and other various known landmarks to resect the tumor. It was clarified by the surgeon that the accuracy was off by 2 centimeters.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.